Event description:
It was reported that the head of the screw fractured off upon screwing it in attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.